Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Further analysis showed coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the implantation procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In summary, coagulated blood was found in the lumen of the lead. There was no sign of a material or manufacturing problem.

Event description:
This lead became dislodged. This lead was explanted and the physician was unable to place any lead in lv. Should additional information become available, this file will be updated.